Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.311 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. The test failure was attributed to a failed power filter. The probable cause was determined to be component failure. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.311 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was unable to be determined pending further investigation. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.311 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was unable to be determined pending further investigation. Reference to complaint # (B)(4).